Event description:
Adverse event: thrombosis. Time of adverse event: during stenting procedure. Device issue: none. It was reported that on (B) (6) 2010, three rx xience v stents (2.4 x 23 mm, 3.0 x 23 mm, and 3.5 x 23 mm) were implanted from the mid to the proximal left anterior descending (lad) (from the distal side), the target lesion was the mildly tortuous and heavily calcified proximal lad. Also, in the same pci two non-abbott stents were implanted at proximal to the distal lcx. The procedure was successful and the pt was discharged from the hospital on (B) (6) 2010. On (B) (6) 2010, the pt was taken to the hospital with chest pain. A coronary angiography was performed and the sub-acute thrombosis (sat) was confirmed around the left main and the proximal circumflex. A thrombuster was used in the lad and a non-abbott stent was implanted in the lad. The procedure was completed. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The xience v rx 3.0 x 23 mm (part# 1009541-23/lot# 9111241) and xience v rx 3.5 x 23 mm (part# 1009542-23/lot# 9110261) are being filed under the same manufacturer number. Eval summary: in this case, there was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience v stents were implanted to treat a 60 mm long lesion. It should be noted that the xience v IFU states: this device is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75 mm. Additionally, a non-abbott drug eluting stent was implanted in the lad, it should be noted that the IFU also cautions that: effects of multiple stenting using these stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only these stents in order to avoid potential interactions with other drug-eluting or coated stents. In this case, it cannot be determined whether the IFU deviations contributed to the reported pt effects.